Manufacturer narrative:
B3 date of event: estimated as 04/13/2025 as the event was reported to have occurred six (6) days after implant date of (B)(6) 2025.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the patient went to the emergency room for low blood pressure. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient posted on a social media platform (facebook) that six (6) days post procedure, her blood pressure dropped, and she had to go to the emergency room. The patient stated all tests were normal, and her blood pressure improved with two (2) bags of IV saline. No other intervention was required, and the patient was discharged.